Event description:
Information received by medtronic indicated that the insulin pump had a crack in a case. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: a crack goes from the case, to the belt clip rails, and reaches for the tube threads, missing o-ring (reservoir tube), and a corroded battery tube. Missing retainer ring confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.